Event description:
Pt admitted on (B)(6) 2014 for wound care and on peritoneal dialysis using the cycler. Pt began to have cloudy peritoneal fluid which resulted in the growth of pseudomonas aeruginosa. Ultimately, pt's peritoneal catheter was removed on (B)(6) 2014 and hd catheter placed.